Manufacturer narrative:
(B)(4) - stent partially deployed and stent deployment suture break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The stent delivery system was returned along with the fully deployed stent. The yellow pull ring and two sections of the deployment suture were also received for review. A visual examination of the deployment suture found that the thread had broken approximately 1180mm distal to the yellow pull ring. One edge of the suture thread appeared to be severely frayed. A visual examination of both the shaft of the delivery system and the stent found no issues. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label. The most probable root cause classification for this event is undeterminable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure due to esophageal cancer, performed on (B)(6) 2011. According to the complainant, the stent was placed at the stenosis site, in the esophagus inferior third, the higher part of the stomach and part of the body of the stomach. The patient's anatomy was reported as tortuous. The patient's anatomy was dilated prior to the stent placement procedure with a non-bsc device. While trying to release the stent, the suture that releases the stent broke. The partially deployed stent was removed without any issues under endoscopic vision with forceps. The complainant confirmed that the stent was never deployed off the delivery system, but was only partially deployed. The physician felt that the stent delivery system is too flexible and that due to the patient's tortuous anatomy, it curved and did not remain stiff enough. He thinks that is why when he pulled strongly on the deployment thread, it broke. During the procedure, esophageal bleeding was noted, which the physician stated was due to the dilation prior to stent placement. The procedure was completed successfully with another ultraflex esophageal stent. No issues were noted with the second stent. No treatment was performed to address the esophageal bleeding, but the patient was hospitalized for 4 days for observation. On (B)(6), 2011, the patient was discharged being able to eat. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stent placement procedure due to esophageal cancer, performed on (B)(6), 2011. According to the complainant, the stent was placed at the stenosis site, in the esophagus inferior third, the higher part of the stomach and part of the body of the stomach. The patient's anatomy was reported as tortuous. The patient's anatomy was dilated prior to the stent placement procedure with a non-bsc device. While trying to release the stent, the suture that releases the stent broke. The partially deployed stent was removed without any issues under endoscopic vision with forceps. The complainant confirmed that the stent was never deployed off the delivery system, but was only partially deployed. The physician felt that the stent delivery system is too flexible and that due to the patient's tortuous anatomy, it curved and did not remain stiff enough. He thinks that is why when he pulled strongly on the deployment thread, it broke. During the procedure, esophageal bleeding was noted, which the physician stated was due to the dilation prior to stent placement. The procedure was completed successfully with another ultraflex esophageal stent. No issues were noted with the second stent. No treatment was performed to address the esophageal bleeding, but the patient was hospitalized for 4 days for observation. On (B)(6), 2011, the patient was discharged being able to eat. The patient's condition at the conclusion of the procedure was reported to be stable.